Manufacturer narrative:
(B)(4) the serial number on the sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in ziploc bag. Returned with the sample was the supplied teflon sheath; the sheath was noted buckled. The tip of the teflon sheath was noted damaged. Upon return, the distal tip was not attached to the central lumen. The distal end of the bladder membrane was noted torn at approximately 65cm from the iab luer; the distal portion of the bladder was not returned with the sample. The one-way valve was tethered and connected to the short driveline tubing. The short arte-rial pressure tubing was attached to the iab luer. Bends to the iab central lumen were noted at ap-proximately 17cm, 49cm, 59cm, 69cm, 77.3cm, 79cm, 80.5cm and 81cm from the luer. The outer lumen was noted damaged, consistent with being unraveled, at approximately 52cm to 55.5cm from the luer end. The teflon sheath was noted buckled and the iabc bladder was noted torn, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage.". The customer submitted photos were reviewed. The photo shows the iab serial number which matches the serial number of the returned sample. The photos show the various damages noted to the cathe-ter. The photos show the blood clot. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to re-lease. The reported complaint for blood in the helium pathway is confirmed based on the submitted photos. Upon return, various damages were noted to the iab catheter. Due to the returned state of the de-vice, it could not be confidently determined what initially caused the complaint. Unrelated to the reported complaint, the iabc bladder was found withdrawn through the teflon sheath. This indicates the iabc was not removed per the instructions for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported " the iabp stopped pumping due to 'gas leak' and blood stains were found in the helium tubing, a balloon rupture was suspected so the nurse called a physician to remove the iab catheter. It was reported that the act level was in range of iab therapy within 2 hours before the 'gas leakage' alarm. The physician came and decided to withdraw the catheter out from the patient at bedside after aspiration of residual gas in the iab catheter. However, the catheter could not be pulled out together with the sheath due to strong resistance. The patient was then sent to cath lab for further investigation by fluoroscopy. Physicians observed that the balloon was stuck at the abdominal aorta and the blood flow to lower limbs of the patients was absent due to the occlusion by the balloon. Another attempt of withdrawal of the catheter under fluoroscopy was failed, thus the patient was sent to operation theatre for open surgery to remove the balloon catheter. The surgeon eventually removed the balloon catheter from the abdominal aorta and it was reported that substantial amount of clot was present around the catheter". Additional information states that the patient passed away. The customer reported that the patient's cause of death was multi organ failure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " the iabp stopped pumping due to 'gas leak' and blood stains were found in the helium tubing; a balloon rupture was suspected so the nurse called a physician to remove the iab catheter. It was reported that the act level was in range of iab therapy within 2 hours before the 'gas leakage' alarm. The physician came and decided to withdraw the catheter out from the patient at bedside after aspiration of residual gas in the iab catheter. However, the catheter could not be pulled out together with the sheath due to strong resistance. The patient was then sent to cath lab for further investigation by fluoroscopy. Physicians observed that the balloon was stuck at the abdominal aorta and the blood flow to lower limbs of the patients was absent due to the occlusion by the balloon. Another attempt of withdrawal of the catheter under fluoroscopy was failed, thus the patient was sent to operation theatre for open surgery to remove the balloon catheter. The surgeon eventually removed the balloon catheter from the abdominal aorta and it was reported that substantial amount of clot was present around the catheter". Additional information states that the patient passed away. The customer reported that the patient's cause of death was multi organ failure.